Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, post-operatively, the right atrial (ra) lead displace with probable dislodgement, exhibited undersensing and far field r-wave (ffrw). The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right atrial (ra) lead was repositioned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, post-operatively, the right atrial (ra) lead displaced, exhibited undersensing and far field r-wave (ffrw). The lead remains in use. No patient complications have been reported as a result of this event.